Manufacturer narrative:
Other applicable components are: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported there was pain and discomfort around the initial ins implant site. The patient was scheduled for an ins relocation due to the pain and discomfort. The c-arm was used to locate and mark the initial ins site, and it was discovered the leads were twisted due to twiddler's syndrome. The leads were then disconnected from the ins header and a second incision was made at the initial lead placement site in the spine. The hcp spent considerable time detangling the leads. Once they were untangled, the leads were pulled back and tunneled to the new ins pocket. The leads were reconnected to the ins header and the system was checked. Impedances were all in-range and no lead damage was found. The incision sites were closed and dressed and the issue was resolved. No further complications were reported.